Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that the vent plug fell off and clinician was exposed to blood. On (B)(6) 2026, nexiva 20g dual port: vent plug fell off during insertion and exposed the clinician to blood. Clinician stared this has happened multiple times during insertion. "I placed an 18 g bd nexiva IV into the patient's arm and got good blood return in the line, but the blood flowed past the little plastic cap at the end of IV tubing that the IV comes out of the package with and flowed continuously out of the IV line. The patient lost approx 10-15 ml blood before I was able to clamp the line. Rns were notified of this type of malfunction via a team's post, so before I placed the IV, I checked to make sure the little plastic cap was firmly in the IV tubing and it was, yet the blood still flowed past it when the IV was placed". Any adverse event or serious injury reported to patient or healthcare professional? No.

Event description:
No additional information..

Manufacturer narrative:
Investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. Process documents were reviewed and there are proper controls in place to detect product malfunctions. The root cause was not concluded due to unavailability of batch information.